Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 24 cm distal to the is1 connector pin. A proximal and a distal lead fragment were returned. In between a 1.5 cm segment of lead body was missing. The received lead fragments were subjected to an extensive analysis. In the course of the visual inspection tissue adherences were found along the lead body and on the shock coil, in particular at the proximal end of the shock coil. Further analysis revealed a rubbed through insulation in this area. This damage can be considered as the root cause of the noise, mentioned in the complaint description. Based on the characteristics of these findings it is reasonable to assume that the ingrowth had impact on the motion of the lead which led to excessive mechanical stress. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approximately 72 months, oversensing was reported. The lead was explanted and returned to biotronik. No adverse patient side effects have been reported.